Event description:
As reported, the tip of a 6f 100cm infiniti judkins left coronary diagnostic catheter was broken while taking the catheter out of the package. Preliminary image review demonstrates that the distal tip is separated. There was no reported patient injury. The device was not returned for evaluation, as initially was reported/expected.

Manufacturer narrative:
As reported, the tip of a 6f 100cm infiniti judkins left coronary diagnostic catheter was broken while taking the catheter out of the package. Preliminary image review demonstrates that the distal tip is separated. There was no reported patient injury. The device was not returned however, one image was submitted for analysis. In the photo, an infiniti catheter from lot 18306038 and catalogue 534-620t is observed. The distal tip of the unit is noted to be separated from the rest of the unit. The separated short portion of the unit remained placed on the cardboard. No other anomalies nor outstanding details are observed on the photos. The reported ¿brite tip/distal tip- separated¿ was confirmed by photo analysis. However, without returning the device, the root cause of the separation cannot be determined. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
UDI information in section d4 has been corrected.